Event description:
It was reported that during an unknown procedure, the balloon was too small for the distal tip of the bronchovideoscope. The balloon was failing off and was recovered. A new balloon was used to complete the procedure. This resulted to a delay of the procedure for less than 30 minutes. Additional information was requested but not available at this time. There were no further reports of patient harm.